Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly dethatched with evidence of full deployment. Also, the device returned without the outer sheath. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. The investigation results summary did not detect any problems related to the reported issue, as the clip assembly returned fully deployed. Also, the device returned without the outer sheath. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic submucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy in the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic submucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy in the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.